Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 06/10/2014. It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent laparoscopy with bso. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent eswl on (B)(6) 2009 due to stone burden of the rt kidney. It was reported that patient underwent cystoscopy, bilateral retrograde pyelography, rt ureteroscopy, both rigid flexible and insertion of rt ureteral stent w/retrograde pyelography on (B)(6) 2009 due to gross hematuria, rt renal colic questionable filling defect in rt lower pole calix. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary problems, bleeding, dyspareunia and vaginal scarring. No additional information was provided. (B)(4).

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006, and a mesh was implanted. It was reported that the patient underwent extracorporeal shock wave lithotripsy on (B)(6) 2009, and (B)(6) 2009. No additional information was provided.